Event description:
Medtronic received information that following the valve-in-valve implant of this transcatheter bioprosthetic valve in a bioprosthetic valve, an echocardiogram revealed mild regurgitation. A snare was used to successfully adjust the left side of the landing zone of the valve. Two days postoperative, an electrocardiogram (ECG) revealed tachycardia-bradycardia syndrome. A permanent pacemaker was implanted and the patient recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report is being sent because the patient's date of birth, weight, and gender were inadvertently left off the initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. Based on the received information, valve positioning most likely caused of the mild regurgitation. Conduction disturbances such as tachycardia / bradycardia are known potential adverse effects per the instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.